Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n191753, implanted: (B)(6) 2010, product type: accessory. Product ID: neu_unknown_cath, implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
The healthcare provider reported at the refill the day of the report a ¿little extra volume¿. The expected volume was 4.5ml and the actual volume was 7ml, typically the volume discrepancy was +/-1ml. There were no patient symptoms or issues and no pain issues reported. An MRI was done recently and the motor stall was noted in the logs. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.